Manufacturer narrative:
Initial and final MDR 1879820 - MDR 3003442380-2024-05910 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 patient experienced an issue with 3 sets of bent cannulas and symptoms patient got within 3 or more hours of insertion. The site of insertion is abdomen. The blood glucose level was 200-350 mg/dl. The infusion set long for 3-24 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.